Event description:
On (B)(6) 2014, the lay user/patient¿s husband contacted lifescan (lfs) alleging the patient¿s one touch ultra meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. As the reporter was on the phone troubleshooting with the cca, the reporter claimed that the patient began developing symptoms of ¿slurred speech¿. The cca advised the reporter to contact emergency medical services (ems). It is not known what treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the cca walked the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.